Manufacturer narrative:
Alleged failure: serfas probe did not react. The failure(s) identified in the investigation is consistent with the complaint record. The probable causes of the issue may include poor contact with the probe's buttons (possibly due to a dirty electrical connection) or a communication error between the probe and the console. There could also be a short or open circuit in the pcb switches. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had insufficient / no energy delivered.